Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the customer request for a bench repair due to the reason that the device was dropped and did not pass the operation control test. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
(B)(6). Pr#(B)(4) has been identified as a duplicate of pr#(B)(4)/child record pr#(B)(4) and has been processed accordingly. Please refer to pr#(B)(4)/child record pr#(B)(4) with received mnd no.:(B)(4) for the full investigation of this issue.

Manufacturer narrative:
(Wx 23rd.,sept.-2022) pr#2233232 has been identified as a duplicate of pr#1892277/child record pr#1926978 and has been processed accordingly. Please refer to pr#1892277/child record pr#1926978 with received mnd no.:4aff3cbb-e0c3-11ec-bee2-000031d32fef@hpp for the full investigation of this issue.